Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached greater than 21.6 mmol/l (389.2 mg/dl) and upon inspection it was noticed that the pod had fallen off which caused the cannula to come out of the skin. The pod was worn between 24 and 36 hours on the leg.